Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver charges and will boot, but it failed because of perpetual rebooting. The receiver case was opened for internal inspection and detached hte pcba board and it passed. Downloaded receiver log and observed err121 error icon in the log. The complaint confirmation of a error icon displayed was confirmed. The root cause could not be determined.